Event description:
Clinic notes were received for patient's generator replacement referral. Notes indicate that the generator is nearing end of service. Patient reported feeling stimulation for less amount of time (15-20 sec in length) and also decreased perception of stimulation. Patient also reported experiencing symptoms of depression, anger issues and ruminating.